Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) pt called tech support to report that the cycler is draining slowly during drain 0. He added that only 782ml of 1897 ml had been drained but he kept feeling pain during the drains. The pt was advised by tech support to discontinue the use of the cycler and revert to his alternate method of treatment. He added that his pd rn also advised him to discontinue the use of the cycler and continue his treatment manually. Additionally, the pt stated that he went to the hospital for the drain pain. The following treatment data was obtained from the cycler during the tech support call: drain 0:1153ml, fill 1: 1145ml drain 1: 1402ml, fill 2: 1897ml drain 2: 1885ml, fill 3: 1899ml drain 3: 1956ml, fill 4: 1897ml no last drain. On (B)(6) 2013, add'l event clarification with the pt's pd rn. She was on the conference call with the pt and tech support at the time of the event. She advised him to discontinue the use of the cycler and continue the treatment manually. She did discuss the option of going to the hospital but decided against it at the time. The pt did not go to the hospital. There was not medical intervention during or following this event. The cycler was replaced and the pt continued with peritoneal dialysis.

Manufacturer narrative:
The cycler was returned for eval and was found to be working according to product specs. The reported problem was not confirmed. The "not draining (no alarm)" problem was not reproduced during the investigated treatment. The received treatment was performed in which the pt line was clamped during a drain phase and a "drain complication" encountered support code occurred as expected.